Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation, as no images were submitted for review. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the low flow events could not be determined through this evaluation. The submitted controller event log files captured intermittent low flow alarms on (B)(6) 2023 and sustained low flow alarms on (B)(6) 2023. Of note, the controller periodic log files captured a gradual decrease in flow between (B)(6) 2023. No other notable events or alarms were captured. The system appeared to operate as intended at the stored patient speed for the duration of the files. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-(B)(6) and no further related events have been reported at this time. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that additional log files sent for review on (B)(6) 2023 captured constant low flow events in the 1 lpm range with non-variable pi values in the 2-3 range.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient was stented on 11dec2023 for extrinsic outflow graft obstruction.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an extrinsic outflow graft obstruction could not be confirmed as no images were submitted and heartmate 3 lvas, serial number (B)(6) , is not available for investigation. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the low flow events could not be determined through this evaluation. The submitted controller event log files captured intermittent low flow alarms on 07dec2023 and sustained low flow alarms on 11dec2023. Of note, the controller periodic log files captured a gradual decrease in flow between 26nov2023 and 11dec2023. No other notable events or alarms were captured. The system appeared to operate as intended at the stored patient speed for the duration of the files. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had persistent sustained low flow alarms despite mean arterial pressure in the 80's and computed tomographic angiography (cta) that was negative for any kinking or obstruction. The patient was completely asymptomatic. Fluid volume status was appropriate, and the patient's labs were unchanged. The alarms did not resolve with intravenous albumin or hydration. An echocardiogram was performed and the patient was found to have improved ejection fraction, so therapy was being titrated and ventricular assist device (vad) pump speed was reduced multiple times to allow for less competition with the device. A right heart catheterization was planned to do a full speed optimization, but it was noted that the patient was not behaving like a typical recovery patient. The low flow alarms occurred at all blood pressure ranges, even when the patient's mean arterial pressure was in the 70's. The patient's pulsatility index (pi) had been in the 4-5 range consistently. A repeat cta was planned. Cta on (B)(6)2023 showed partial opacification of the proximal outflow graft may be secondary to flow artifact or partial thrombosis. The patient was transferred to (B)(6) on (B)(6) 2023 for outflow graft obstruction repair. The event resolved after the repair was performed.